Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a high glucose alert reported at 359 mg/dl after announcing a meal, then performed a supply change immediately afterward, resulting in less insulin delivered than the usual meal amount; no leaks or site moisture were observed, and subsequent follow-up confirmed glucose returned to range using the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the user interface during meal announcement and supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.